Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: "the physician stated that during the shuttling down of the device, the device would not shuttle all the way down. The device jammed with approximately 1/3 of the device actually shuttled down. They did try opening the stopcock but there was difference." The device was removed and manual pressure was held for 30 minutes or less. Procedure type: diagnostic, coronary vessel size: 7 mm, stick location: medium, sheath size: 6f.